Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the large intestine during an endoscopic colonic balloon dilatation procedure performed on an unknown date. During the procedure, the balloon ruptured and could not be inflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre pro gi wireguided dilatation balloon was analyzed and a visual and microscopic examination found that the balloon was torn longitudinally. No damages were found on the catheter of the device. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the large intestine during an endoscopic colonic balloon dilatation procedure performed on an unknown date. During the procedure, the balloon ruptured and could not be inflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.